Event description:
In 2002, a surgeon reported a pt with an over correction (both eyes) following lasik surgery. (The treatment plan was for monovision which is not an approved use of this device). Two years later, the pt alleges that following lasik surgery, suffers from significant impairment of vision in both eyes. Pre-op exam showed very early cataracts and other pre-existing ocular conditions (see b.7.). Labeling states, "the lens must be evaluated to assure that nuclear sclerosis or any other lens opacity is not present prior to laser surgery, as these opacities may adversely affect the end surgical results." One day post-op, some over correction was noted and the flap on the left eye was re-lifed to remove tiny folds. At two days post-op a soft contact lens was inserted in the right eye, but removed the next day. Ten days post-op, the pt's records indicated that pt complained of blurred vision, smeared or shadowed images, difficulty driving at night due to halos and difficulty recognizing faces (uncorrected vision). Per pt records, there was a loss of 2 lines of best corrected spectacle visual acuity (bcsva) in the right eye and a loss of 3 lines of bcsva in the left eye; however a phone conversation with the surgeon indicated the pt's bcva was 20/25 with no loss of bcva (best corrected visual acuity). The relationship between this event and the device is not known.